Event description:
(B)(4) study. Same patient as 2134265-2011-03731; 2134265-2011-03732 and 2134265-2011-03733. It was reported that following a coronary artery stenting treatment procedure the patient experienced angina. The target lesion was located in the ramus with 80% stenosis, a length of 10 mm and reference vessel diameter of 2.5 mm. (Core lab notes the target lesion as 1st obtuse marginal). The physician treated the lesion with pre-dilatation and implanting a 2.50 x 16 mm (B)(4) study stent and post dilatation with 0% residual stenosis. During the index procedure, a non-target lesion in the proximal to mid right coronary artery was treated with pre dilatation and placement of three (B)(4) stents placed in overlapping fashion and post dilatation. The patient was discharged the next day on aspirin and clopidogrel. In (B)(6) 2009, the patient had a target vessel re-intervention. The 1st obtuse marginal was treated with placement of a promus stent. (B)(6) 2011, the patient was admitted with angina. An abnormal stress test revealed reversible defects. Core lab report dated (B)(6) 2011 notes (B)(4) stenosis in the 1st om (cass site 20). Core lab notes '(B)(4) involving the proximal edge of the stent and severe neointimal hyperplasia in the distal edge. It is unclear as to whether there was in-stent restenosis in the study stent placed at index or in the promus stent. Target vessel re-intervention was performed and the distal ramus was treated with placement of a 3.0 x 12 mm taxus stent and the proximal ramus was treated with placement of a 2.75 x 12 mm (B)(4) stent. During this procedure, a non-target lesion in the mid right coronary artery (mid rca) was treated with placement of a 3.5 x 8 mm (B)(4) stent. The site confirmed that there was no in-stent restenosis within the three previously placed stents in the mid rca which were placed in the index procedure. The patient was discharged the next day.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).